Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'constant beeping when device is on' which was reproduced during evaluation. A review of the event history log revealed no system errors or a source of constant beeping. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The evaluator observed beeping without presence of an alarm. The cause of the condition was determined to be a failed rear case board. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had constant beeping when the device was on. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.